Event description:
Medtronic received information that during a transcatheter bioprosthetic valve implant, an amplatz super stiff wire perforated the left ventricle. The patient was put on a bypass pump, cross-clamped, and the left ventricle was repaired. After the patient came off the bypass pump, an intra-aortic balloon pump was inserted. The patient remains stable and no other adverse patient effects were reported. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).